Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have an incorrect measurement. No intervention was reported. The patient was stable.

Event description:
New information received notes that the patient presented in-clinic, where corrective programming changes were attempted, but were unable to be made. The malfunction was not able to be resolved and the patient will continue to be monitored. The patient was stable.